Event description:
Beckman coulter (B)(6) reported a damaged access ostase calibrator vial, which leaked the content. There was no report of any impact to patients or end users in association to this event.

Manufacturer narrative:
An investigation of damaged ostase qc and calibrator vials was conducted at bci. It was determined that the glass vials are not compatible to freezing at -70ºc.